Event description:
During a patient's prophylactic generator replacement surgery, the generator was replaced and the impedance values were then high. The lead pin was verified to be fully inserted prior to each system diagnostic test where the high impedance was identified. The surgeon stated that he noticed that he damaged the lead, but that the patient also fell on her walker, which could have caused additional wear on the lead. No gross fracture was identified, but there was damage noted to the coils and the lead was reportedly bent. The explanted lead was reportedly discarded after surgery.